Event description:
Information was received from the patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. Patient reported they were able to get 2 boluses yesterday and when they went to get the 3rd bolus, the handset stopped working. Patient stated the blue light keeps blinking on the communicator and the handset never connects to the pump. Patient stated they get retry and cancel when they connect. Patient stated they get 5 bolus a day. Patient mentioned the device would get stuck at 58% to 91% when they were trying to connect. Patient services assisted patient with resetting the handset and communicator and clear the data. Patient was able to connect to the pump very fast and getting the bolus screen. Patient service reviewed device function and recommend patient monitor the device and call patient service for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID hh9020tdd, serial# (B)(6), product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.